Event description:
It was reported that the caller experienced an issue with the incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy occurred again. The caller understood and acknowledged the instructions.